Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). Investigation summary: it was reported the needle was occluded. To aid in the investigation, one sample with the plastic shield was received for evaluation by our quality team. A visual inspection was performed. The safety mechanism has not been activated and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. This defect could occur if there was a process variation during the lubrication application process. A device history record review was completed for provide material number 305922, lot number 1354640. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the lubrication application process was performed, the alignment of the fixtures and settings were correct. The flow of products was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle was blocked. The following information was provided by the initial reporter: the customer reported that could not flush lidocaine through needle.